Event description:
Preparing to travel to CT scan, pressure cable detached from evd transducer, noted that where transducer connects to evd that csf was leaking. Plastic noted to be cracked and partially broken.